Event description:
A customer reported that they obtained high readings on their freestyle life meter. The customer reported that they obtained a reading of 120 mg/dl compared to 70 mg/dl with a lab meter within a 10 min timeframe. When plotted on a parkes error grid the results fell in the 'c' zone, results in this zone are deemed clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
(B) (4). This is the final report. The customer's product has been requested for investigation. A f/u report will be submitted when the investigation is complete.